Manufacturer narrative:
(B)(4). D6b: (B)(6) 2023. D10: unknown femoral component. Unknown articular surface. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 5 years post implantation of a left knee arthroplasty, the patient was revised due to pain, loosening, and fractured patella. Attempts for additional information have been made and none has been provided.

Event description:
It was reported that approximately 5 years post implantation of a primary left total knee arthroplasty, the patient developed pain, and underwent a revision due to aseptic loosening and avascular necrosis of the patella. The patella component was revised and all other components were retained.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, h2, h6. The following section was corrected: b5. Upon review of information received, it was indicated that this device did not cause or contribute to the reported event, as it is for patella loosening, in which only the patella was revised at intervention. The initial report was submitted erroneously and should be considered void, as this device is not reportable. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.